Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was reported that the pump emitted a high audio tone while outside the house and outside of range for the cgm, but the pump vibrated when inside the house. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, a cs 069 service alarm occurred during power up. Due to the cs alarm, the complaint of ¿high audio tone outside house but when inside house pump vibrates¿ was unable to be adequately investigated. All audio settings were set to high except normal bolus which was set to vibrate, temp basal ¿off¿ and reminder ¿medium.¿ audible & vibrate alert observed at power up; unable to activate piezo/measure pump audio due to cs 069 alarm at power up. There was no damage/defects observed to piezo/vibration motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).